Manufacturer narrative:
Device evaluation: returned dry in lens case/vial with clear surgical residue /debris on product. Visual inspection found no visible damage to lens. Dimensional and functional inspection found the lens to be within specifications. Claim#: (B)(4).

Manufacturer narrative:
Result code 213. Claim#: (B)(4).

Manufacturer narrative:
The product is manufactured in the us, but not marketed in the us. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -5.5/+3.0/044 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2018. On (B)(6) 2018, the lens was exchanged with a same size and model, different power lens due to refractive surprise. The problem is resolved. The cause of the event is reported as unknown.